Event description:
Rptr's 17-year-old son with leukemia had the device implanted on 07/30/92 for chemotherapy treatments. The implant was in place for 35 weeks when it malfunctioned during one of the monthly treatments. The hosp x-rayed him and found that the implant had broken and a 6 inch piece had broken and had traveled to his heart. They tried to flush it out through the therapy but it could not be dislodged. This happened 3/25/93. The drs decided to keep rptr's son in the hosp overnight. On 3/26/93 the device was removed.